Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 375cc mentor smooth round spectrum saline breast prostheses, suffered bilateral breast capsular contractures (baker grade unknown), post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 29, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the siltex uhp 590cc returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 11, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6), 2022, mentor became aware that the patient underwent bilateral removal and replacement on january 18, 2022. The patient's implants were replaced with the following devices: (left) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9615902 sn: (B)(6) and (right) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9509655 sn: (B)(6). On (B)(6), 2022, mentor also became aware that the patient was also diagnosed with breast asymmetry, breast capsule and right breast implant deflation. The patient only underwent elective removal and replacement of the left breast implant. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: elective this medwatch form is for the left breast prosthesis.